Event description:
It was reported to a physio-control sales representative that the customer's device showed the battery ico, attention icon and service icon in the device's readiness display. With all three icons showing, the device would not have enough power to sufficiently provide defibrillation therapy to a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control observed that the device showed all three indicators (service indicator, attention indicator and charge-pak indicator) and that the charge-pak had passed its expiration date. Physio-control replaced the charge-pak and observed proper device operation through functional and performance testing. After replacement of the charge-pak the device was returned to the customer for use. The replacement of the charge-pak is the responsibility of the customer. Physio-control determined that the cause of the reported failure was due to use error.